Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
During surgery and after perfectly following the steps for the correct implantation of the lens, the last step was performed and the lens did not come out, instead, it remains creased in one of the cartridge sides. No patient involvement/injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the preloaded insertion system was received with the cartridge disassembled. Visual inspection at 10x microscope magnification was performed. The cartridge component was observed with a lens stuck in the loading zone. The lens was observed with part of the edge broken. Viscoelastic residues were observed. The plunger component was observed almost in a fully advanced position. No cartridge crack defect was observed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.